Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited a whiteout image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the whiteout image, the cause was due to damage or deterioration of parts, environment, optical, overheating, and electrical problems. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.